Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/10/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-41006 megabiters clamp broke. This occurred during a case when the clamp broke inside the joint. There was no additional information provided, and additional information has been requested.

Event description:
Additional information was provided where the arthrex subsidiary employee stated this event occurred on (B)(6) 2025, where no fragments were left in the patient. The technique was used correctly. The broken clamp was replaced with a home-made one and the surgery was completed successfully. There was no delay or addition of anesthesia

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure can be attributed to user error due to misalignment insertion, and/or prying/leveraging of the device. The complaint allegation was confirmed based on the customer's attached picture, which shows the instrument displayed with the tip broken and bent.